Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was reportedly no damage to the pump or battery cap. There was no reported moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/09/2015 device evaluation:the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: a review of the black box data showed no unexplained reboots. During testing, the pump powered on to a blank display screen. The complaint could not be fully investigated due to this. The pump case was removed and no evidence of moisture or loose components was found inside the pump.